Manufacturer narrative:
Concomitant medical products: 305c229 tissue valve, implant date (B)(6) 2014; 5867-3m adaptor, implant date (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture, high impedance and noise with non physiologic intervals which led to inappropriate mode-switching. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.